Event description:
After pre-dilatation with a 2.5mm angioplasty balloon, an unknown sized s660 over-the-wire stent delivery system was inserted to treat a lesion in the distal circumflex coronary artery. The device was unable to advance past the first acute bend in the circumflex artery to reach the target lesion, therefore, it was pulled back from the artery. Upon removal, the stent dislodged from the stent delivery system when it was pulled back into the guide catheter. The physician did not follow the instructions for removal of an undeployed stent since the device was pulled into the guide catheter while it was engaged in the coronary artery. The undeployed stent was not located and remains in the patient's arterial vasculature. There were no further attempts to treat the target lesion. The pt was reported to be fine post procedure and there was no additional clinical sequelae reported related to the event.